Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 5 years 5 months, post implant of this tricuspid annuloplasty ring, the device was replaced due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that 5 years 5 months, post implant of this tricuspid annuloplasty ring, the device was replaced due to severe symptomatic tricuspid regurgitation secondary to worsening liver failure. No additional adverse patient effects were reported as a result of this procedure. If information is provided in the future, a supplemental report will be issued.